Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing seizures. It was also reported that the right atrial (ra) lead dislodged. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.